Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument and the black sureform 60 stapler reload associated with this complaint and completed failure analysis (fa) investigations. Fa did not replicate nor confirm the customer reported complaint. The stapler instrument was placed and driven on an in-house system, where it passed initialization and moved intuitively, with full range of motion in all directions. The jaws opened and closed properly. The firing test was performed twice with different orientations of the distal end, and the instrument clamped, fired, and unclamped without issue. Per a review of the device log, no related errors were found. The reload was returned already fired, and the external event could not be verified. All of the pushers were deployed, and no unformed staples were found. The blade was at the distal end and was not exposed. A review of the log showed no firing failures. Issues related to instrument errors or to reported complications using the instrument with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The following additional observations were not reported by site and were not related to the customer reported complaint: the reload was found to have lodged staples in the knife track at the distal end, cartridge damage, and mechanical indentation damage to the knife edge. Mechanical indentation damage was also found at the knife track where the lodged staples were found. No missing material was noted.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. An advanced review of the device logs was conducted by a failure analysis engineer (fae). Per the fae, the logs show that the sureform 60 stapler instrument was installed on the system 3 times, and it fired 3 black reloads. On install 1, the system failed to detect the reload color, and the user manually selected the black reload. There was 1 completed clamp, and then firing was completed, with 1 pause for compression. On install 2, there was 1 aborted clamp attempt by the user at ~67% completion. The next clamp was completed, and firing was completed, with no pauses for compression. On install 3, there was 1 completed clamp, and then firing was completed, with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs. This complaint is considered a reportable event due to the following conclusion: it was reported that during a davinci-assisted gastric bypass (roux-en-y) procedure, the blade on the sureform 60 stapler instrument, loaded with a black sureform 60 stapler reload, did not transect the target tissue. Instead, the tissue "gathered" during the third fire, indicating a possible tissue pushout event. While intuitive surgical, inc. (Isi) has not obtained additional information regarding this incident despite multiple follow-up attempts, a tissue pushout event would likely cause injury to the target tissue and an incomplete staple line, requiring additional surgical intervention(s) to repair the area. Based on this assessment, and in the absence of additional clarifying information, this complaint is being conservatively reported as a reportable adverse event and malfunction.

Event description:
It was reported that during a davinci-assisted gastric bypass (roux-en-y) procedure, the blade on the sureform 60 stapler instrument, loaded with a black sureform 60 stapler reload, did not transect the target tissue. Instead, the tissue "gathered" during the third fire. The procedure was reportedly completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.